Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap colon procedure, after cleaning the nurse broke the tip of the device. Another instrument was used to complete the procedure with no patient consequence.